Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7xb bipolar mechanism did not activate, even after switching out the cable. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities that could have contributed to the reported malfunction. The cannula and tool were returned. A pre-cautery test was performed on the device with a reference generator and cable. The device did not pass the pre-cautery test, as it did not produce steam or heat. Based upon the eval results, the reported complaint for "would not activate" was confirmed. (B)(4).